Event description:
Nurse preparing to prime IV tubing when it was noted blue cap not on IV tubing patient end. Could not find in package and not attached to IV tubing. IV tubing disposed, obtained new tubing, primed and used. Patient not affected.